Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no nonconformities with the jaws. There were minimal signs of clinical usage and no evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "stopped working" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit powered up and then shut off and would not cauterize. They used a new cord, but the unit still would not deliver energy. A new kit was used to complete the procedure. There were no patient effects. The product was returned.